Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding lip [lip haemorrhage], stabbed - mouth [mouth injury], bleeding - mouth [mouth haemorrhage], oral-b toothbrush head falls off [device breakage]. Consumer contacted via phone and stated that the brush head fell off the toothbrush. No serious injury was reported.